Manufacturer narrative:
An event regarding intraoperative fracture involving an trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "based upon the operative report description of a ¿small posterior crack not propagating¿ in the acetabulum and the use of three screws and a stable construct, there is no evidence that any complication resulted from the primary left total hip arthroplasty surgery. There is no indication that factors of faulty component design, manufacturing or materials are present in this case." Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The provided medical information was submitted to a consulting clinician who indicated that based upon the operative report description of a ¿small posterior crack not propagating¿ in the acetabulum and the use of three screws and a stable construct, there is no evidence that any complication resulted from the primary left total hip arthroplasty surgery. There is no indication that factors of faulty component design, manufacturing or materials are present in this case. Also as per product recall verification response it is confirmed that none of the reported devices were part of the recall. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient stated he fell down a flight of stairs. Surgeon broke patient pelvic bone during left hip surgery during implantation. Patient says his femur and tailbone hurt but x-rays look fine.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient stated he fell down a flight of stairs. Surgeon broke patient pelvic bone during left hip surgery during implantation. Patient says his femur and tailbone hurt but x-rays look fine.